Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
It was reported by the patient that vns therapy had helped with his depression in the past, however, his depression was returning. He felt that his battery may be nearing or at end of service. Per the patient his generator has not been checked in over a year. No additional information is known at this time.